Event description:
Second revision surgery - due to the patient chronically dislocating since last revision.

Manufacturer narrative:
The reason for this revision surgery was chronic dislocations. The in-vivo length of patient service for the implant was 10 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR), shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no ncmrs associated with the product that may have contributed to the dislocation. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to a dislocation. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the dislocation. There are multiple factors that may contribute to a dislocation that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.